Manufacturer narrative:
Device not available for eval.

Event description:
During a laparoscopic cholecystectomy procedure, the clip did not form properly. The surgeon applied another device. The hosp reported that no pt injury has occurred.